Event description:
It was reported that the patients ipg was explanted due to an unknown reason.the patient was doing well postoperatively. The ipg was discarded. Additional information was received that the reason for ipg replacement was to decrease the risk of infection.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason.the patient was doing well postoperatively. The ipg was discarded.